Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose (bg) level was 200-"high"; although specific value was not provided, with moderate ketones. Elevated blood glucose levels were addressed by customer changing pump supplies and administering a manual insulin injection.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.